Manufacturer narrative:
(B)(4) corrected data: section g1 - manufacturer contact office: contact person changed to mr. (B)(4). Section h11: method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare in new zealand for evaluation. Results: review of the provided video confirms water leaking from the device, however, the location of the leak cannot be determined from the video provided. Conclusion: without the return of the subject device, we are unable to determine what may have caused the leak. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290v above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290v vented autofeed humidification chamber provided with a rt380 adult dual heated evaqua2 breathing circuit kit was found leaking water during use. It was reported that the chamber had been in use for less than 24 hours. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that a mr290v vented autofeed humidification chamber provided with a rt380 adult dual heated evaqua2 breathing circuit kit was found leaking during use. The healthcare facility reported that the chamber had been in use for less than 24 hours. There was no reported patient consequence.